Event description:
A device was used during a laparoscopic sigmoidectomy. The device did nto staple when fired. The case was completed with a same like device with no pt consequence. No further info is available.